Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the burning observed on the tip body and the tip cover being burnt, the probable cause is that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. Regarding the foreign material, the type of the material or root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: "operation manual chapter 3 preparation and inspection:3-2 inspection of endoscope operation manual chapter 4 operation:4-2 using endo therapy accessories. " should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign matter inside of the nozzle, the tip cover is burnt, and burning is observed on the tip body. There was no patient involvement.